Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009; inratio: 2.2; lab: 10.6.

Manufacturer narrative:
In 2009, user issue - patient's condition may affect test result. Tsr advised not to use product. Return meter tested. All spects pass criteria. No product deficiency established. Further action not required. No corrective action is required, as no product deficiency was established. No further investigation is required at this time. Meter was returned mar-13-2009.